Event description:
The customer reported false reactive alinity s hiv ag/ab combo results for one donor sample. The following results were provided: on (B)(6) 2023 sid (B)(6) sample tube initial result = 6.18 s/co; rep 1 = 1.65 s/co; rep 2 = 6.54 s/co same sample tested on roche e801 = 0.194 coi. On (B)(6) 2023 sid (B)(6) sample from the blood bag was tested 3 times on alinity s = 0.07 (same result all 3 times). The sample was then stored in the refrigerator and then without being centrifuged it was tested on (B)(6) 2023 on alinity s for hiv with a result of 57.36 s/co. The same day the sample from the blood bag was tested on alinity s for hiv and the results were 0.14, 0.08 and 0.10 s/co. There was no impact to patient management reported.

Manufacturer narrative:
A1: patient identifier: (B)(6) and (B)(6) are samples ids of the same patient. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06p01-55 that has a similar product distributed in the us, list number 06p01-60.

Event description:
The customer reported false reactive alinity s hiv ag/ab combo results for one donor sample. The following results were provided: on (B)(6) 2023 sid (B)(6): sample tube initial result = 6.18 s/co; rep 1 = 1.65 s/co; rep 2 = 6.54 s/co same sample tested on roche e801 = 0.194 coi on (B)(6) 2023 sid (B)(4) sample from the blood bag was tested 3 times on alinity s = 0.07 (same result all 3 times) the sample was then stored in the refrigerator and then without being centrifuged it was tested on (B)(6) 2023 on alinity s for hiv with a result of 57.36 s/co. The same day the sample from the blood bag was tested on alinity s for hiv and the results were 0.14, 0.08 and 0.10 s/co. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity s hiv ag/ab combo results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data, and device history records. Return testing was not performed as returns were not available. The evaluation of complaint data for the product and reagent lot 51672be00 did not identify an increase in complaint activity for the complaint issue. A review of tracking and trending did not identify any related trends for the product for the issue. A review of the device history records did not identify any non-conformances, potential non-conformances, or deviations related to the reagent lot 51672be00. A review of field data for alinity s hiv ag/ab combo was performed. Overall reactive rates of lot 51672be00 across tf - ospedale antonio cardarelli (treviso, italy) applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. Additionally, a peer group comprised of customer sites within italy were reviewed to provide a regional comparison. Initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 51672be00 are within product requirements and comparable to other lots analyzed in the comparison. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity s hiv ag/ab combo reagent lot 51672be00.